Event description:
This is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and cloudy effluent with culture positive for bacillus species in a male patient coincident with extraneal viaflex and physioneal 40 therapies. On an unreported date, the patient began extraneal viaflex and physioneal 40 (doses, frequencies and lot numbers were not reported), intraperitoneally (ip) for renal failure, continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). Extraneal and physioneal therapies were ongoing. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the nurse stated that the patient experienced a cloudy effluent and was hospitalized on the same date. The cause of the cloudy effluent was due to break in aseptic technique. During the hospitalization the patient was transferred to capd therapy. On (B)(6) 2012, the patient was prescribed vancomycin (dose, frequency and route were not reported). The patient recovered and was transferred to automated peritoneal dialysis (apd). On (B)(6) 2012, the event resolved and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.